Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the touch screen was reportedly difficult to read because the screen was "beat up". The customer declined to be contacted by tandem technical support regarding the issues, therefore no additional information or clarification could be obtained. There was no reported adverse impact to the customer's blood glucose level.